Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited noise. The noise was not reproducible via isometric exercises. Programming changes were made. The patient was stable.

Manufacturer narrative:
Correction: b5 should reflect programming changes.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited noise. The noise was not reproducible via isometric exercises. The patient was stable.